Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they touch the middle of their lower back where the wire is, the stimulation sensation goes up and it hurts and then when they let go it goes down again. When asked the patient said that the stimulation sensation is more sensitive when they lean against a chair. The patient also said that if they sit in a chair and the chair has little nubs in it and it hits their back just right they can feel the stimulation. When asked, patient said hasn't had any falls or trauma and no changes in body weight. The patient also mentioned a little bit of movement at the neurostimulator site. Reviewed therapy considerations. The patient then said that one of the wires from maybe the first implant wasn't completely removed. Reviewed that it is unknown if this previous wire could also be contributing to the reported situation. Redirected the patient to follow up with managing healthcare provider for further troubleshooting. The patient was requested to call back with updated information. The patient said that their next scheduled appointment is sometime in the fall either september or october however is going to call so can be seen sooner.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.